Manufacturer narrative:
Terumo did not receive the actual device for eval, but intends to submit a follow-up report once more info is obtained and the device is evaluated. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during set-up, there was a leak in the tubing next to the heater coil. The product was changed out, no blood loss, and the surgery was completed successfully.